Manufacturer narrative:
Additional information : the lot was manufactured between may 08, 2019 - may 10, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in the "week earlier of (B)(6) 2019". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white plastic connector at the distal end of the tubing (where it connects to the port of the tpn bag) of at least two (2) units of em2400 valve sets came off during compounding. This was identified while compounding total parenteral nutrition (tpn) bags. There was no patient involvement. No additional information is available.